Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the buttons did not always respond when pressed. It was also reported that the issue causes the screen to sometimes scroll. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/18/2015 with the following findings: during investigation, the keypad was found to be intact; no damage or peeling was observed. The complaint of the keypad buttons¿ response issue was not duplicated during testing; all of the keypad buttons responded appropriately. The keypad was removed and there was no evidence of contamination found under the button contacts. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.